Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant system error 105 alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and observed the system error 105 caused by severed motor mt screws. The motor assembly and motor screws were replaced to correct this condition.